Manufacturer narrative:
The analysis results found that the ats45 device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoid resection, the device cut and did not staple. The experienced scrub tech loaded the cartridge and it clicked as normal. The device was being fired across bowel. The entire clip pushed/ejected from the stapler. After the device was stapled it was removed from the port. The clip remained in the abdomen below the cut line and had to be removed with a laparoscopic grasper. No staples were evident in the tissue, free or remaining in the stapler, possible empty cartridge. Stool spillage occurred; the procedure had to be converted to an open procedure. Additional follow-up provided, spoke with o.r. Director, she indicated that is was believed that the cartridge was loaded correctly as the scrub tech has 30 plus years experience and he was confident he had properly loaded the device. The patient has recovered from the procedure. This was the first firing with the device. The device was not used after as the procedure was completed open, the surgeon handsewed. The rep will be visiting the account for further inservicing.